Event description:
MFR rep reports total system explant after one month implant duration due to infection. No pt symptoms or outcome were provided. The drug in the pt's pump is unknown at this time. Add'l info has been requested from the hcp, but was not available at the time of this report.